Manufacturer narrative:
The proglide instructions for use state, "special patient populations, the safety and effectiveness of the perclose proglide 6f smc system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site." The device was received . Investigation is not yet complete. Device #2 proglide, part# 12673-03, lot# 81039-6h, is being filed under a separate manufacturer report number.

Event description:
Device #1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and second proglide was used but also resulted in a needle-to-cuff miss. A third proglide was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.